Event description:
A bayer product specialist and a nurse held a training class for 12 newly diagnosed diabetics in another country. One of the participants was unable to release the lancet from the microlet2 device. The product specialist was busy with another participant, and instructed the individual to wait for help. The person sitting next to that participant attempted to help her out, and in the process, she received a needlestick from the used lancet. The injured participant was instructed to press out blood from the puncture site. A physician who was observing the class sent her to the casualty department to have her blood tested. The device is to be returned for evaluation.

Manufacturer narrative:
Lancing devices are not serialized or assigned lot numbers, so it is not possible to determine a manufacture date.